Event description:
It was reported that the spring came loose from the slap hammer, when they used the instrument to remove the single peg femoral trail. Patient was x-rayed, to be sure that no part of the spring was left in the patient there was no consequences or impact on patient. The operation was completed despite a broken instrument. No delay of the surgery reported.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The spring came loose from the slap hammer (oxf femoral slap hammer, item: 32-422365, lot: zb110403), when they used the instrument to remove the single peg femoral trail. Patient was x-rayed, to be sure that no part of the spring was left in the patient - the patient is ok. The operation was completed despite a broken instrument. Visual inspection of oxford femoral slap hammer (item 32-422365 lot. Zb110403) confirms that the tension spring (item 8 on drawing 32-422365) located in the cavity of the jaws is broken. With the exception of the spring, which is the reported event, the rest of the instrument assembly looks and functions as per the drawing and design specification. The most likely root cause of the reported event is general wear and tear. The product left zimmer biomet control conforming. Issue evaluation ie-10329 has been previously raised for the same issue of broken spring which determined that no action was required. IFU and/or surgical procedure reference: as per reusable instrument lifespan manual, while loading instruments into their respective instrument cases after cleaning and prior to sterilization, reference the manual and follow the instructions below. 1. Instruments should be inspected for completeness and function. 2. Inspection includes: a. Checking instruments that form part of a larger assembly or assemble with mating components. B. Checking internal mechanisms such as o-rings, springs, and subcomponents, if the device is intended to be disassembled for proper reprocessing. C. Actuating moving parts such as hinges/joints and moveable features such as handles, ratcheting, couplings, and sliding parts. D. Inspecting for all forms of wear outlined in this manual. 3. Results of assembly, actuation, and extent of all forms of wear should be considered in determining whether an instrument is suitable for use. 4. If the reusable instrument is determined no longer suitable for use or if the suitability for use is still in question after inspecting the instrument and referencing the reusable instrument lifespan manual, initiate the process to return the instrument(s) to the manufacturer. Risk assessment: the severity associated with the above line is 1. This gives a severity score of 1 (negligible). The actual severity score is lower (1 negligible) as there was no patient involved. Occurrence rate assessment: 1. Item number review (32-422365): 02 november 2017 to 02 november 2020: (B)(4) items sold. Number of similar complaints identified: 17 (including the initiating complaint). 2. Lot number review (zb110403): number of similar complaints identified: 1 (including the initiating complaint). Occurrence ratio: 1:51,983 (2 - remote). Risk score: severity 1 x occurrence 2 = low risk. Risk assessment summary: the severity of the reported event and calculated occurrence for similar complaints are in line with the risk file. The overall score is low risk. Corrective and preventive actions: the product item 32-422365, lot: zb110403 has not been involved in any previous field actions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial report. Report source: (B)(6). Customer has indicated that the product is available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the spring came loose from the slap hammer, when they used the instrument to remove the single peg femoral trail. Patient was x-rayed, to be sure that no part of the spring was left in the patient. There was no consequences or impact on patient. The operation was completed despite a broken instrument. No delay of the surgery reported.